Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s pump displayed ¿unable to proceed¿ without an alert code, blood glucose readings were in range, and upon removing the cartridge they found it empty; they disconnected, restarted the pump, and performed a guided supply change for the infusion set and cartridge, consistent with an infusion set connection issue and an occlusion concern associated with the reservoir component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction and identified a usage problem related to improper or incorrect procedure or method involving the cartridge reservoir. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.